Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had noise episodes which were stored as automatic mode switching episodes. All other measurements were in range. Noise was not reproducible with manipulation. The lead was programmed off. The patient was asymptomatic.